Event description:
Fecal mgmt system used in burn pt. Initially placed on (B)(6) 2019 and discontinued (B)(6) 2020. Pt suffered injury to perineum and anal sphincter. Injury became apparent 3 days following removal of device. At time of removal, device was discarded - no known issues at time. Required diverting colostomy.